Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with the transmitter charger. The customer also stated that she was hospitalized (B)(6) 2015. The customer stated that the day prior to the hospitalization, the customer experienced extremely high blood glucose levels of over 500 mg/dl. The customer stated that the paramedics came the next day and gave her a peanut butter sandwich. The customer stated that she vomited afterwards. The customer was given glucose through a tube and big syringe. The customer stated that the hospital gave her an electrocardiogram and believes that her blood glucose may have been below 20 mg/dl. The customer stated that the cause of her high blood glucose levels may have been what she ate. The customer declined troubleshooting. Nothing further reported.